Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage (laa) procedure was performed, and a watchman flx laa closure device was successfully implanted. At an unknown time, the patient was brought to the hospital, and it was noted that there was a device related thrombus present. The patient was placed back on anticoagulation medication.